Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that a patient was operated for a fibrotic obstruction at the pump-catheter interface (pump connector). It was noted that this is the second occurrence in four years. The patient experienced symptom return and withdrawal symptoms. The hcp did not note any diagnostic methods used, but decided to operate to understand the problem. The hcp found fibrosis in the pump-catheter interface (pump connector). The catheter was replaced on an unknown date. There were no external or patient factors identified. The patient status was alive ¿ no injury, and the issue was resolved. The catheter would not be returned, as the customer discarded it. No further patient complications were reported or anticipated. Two images of the pump and catheter during replacement surgery were received. The first image was of the pump and catheter still connected; it showed matter around the pump-catheter interface. The second image was of the catheter after disconnection; it shows matter inside the sutureless pump connector.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, lot# 0207915720, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lot number of the catheter was provided. It was noted the catheter was implanted on (B)(6) 2014 and replaced on (B)(6) 2017. The serial number and implant date of the pump were received. The event date was provided as (B)(6) 2017. The patient was doing better, and therapy was again effective after the catheter replacement.